Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, upon removing from the box, one of the corners of the sterile packaging was opened slightly and was deemed comprised. No patient consequences were reported.